Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The elevated gradient is reported in a separate medwatch report and will have this report number referenced.

Event description:
It was reported that on (B)(6) 2021, a patient presented with grade 4+ degenerative mitral regurgitation for a mitraclip procedure. Two mitraclips were implanted. The final mr was grade 3. No adverse patient effects were identified. On an estimated date, (B)(6) 2025, greater than 91 days post-procedure the patient returned with heart failure symptoms. An echocardiogram displayed mr was recurrent at grade 4+ and the clips were stable on both leaflets. The medial clip appeared to have motion on the valve. On (B)(6) 2025, the patient presented with grade 4+ degenerative mitral regurgitation for a second mitraclip procedure. A mitraclip was implanted. The pressure gradient increased to 7-8mmhg post implantation. The final mr was grade <1. There was no clinically significant delay reported. The patient will be monitored for the elevated gradient and potential clinical effects.

Manufacturer narrative:
The device was not returned for analysis. A review of the lhr review and similar complaint review was not performed because the lot information was not provided. All available information was investigated and based on information provided a cause for the migration cannot be determined. The reported mitral valve insufficiency/regurgitation and heart failure appear to be due to migration of the one of the implanted clips and disease progression. The reported patient effects of mitral regurgitation and heart failure are known possible complications associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a